Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Fifteen days after the receipt of this report, the patient was hospitalized for the event. Treatment was not reported. Twenty four days after admission to the hospital, the patient was discharged. The outcome of the event was unknown. At the time of this report, pd therapy was discontinued and the patient was on hemodialysis. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The brand name and 510k have been provided in this MDR. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The patient was hospitalized fifteen days prior to the receipt of this report. A review of all batch record documents for potentially associated lot numbers h13i05039, h13j04064, h13k04070, and h14b28035 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.